Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, it was noted that the handle shaft was broken from the main body. Several marks and signs of heavy use in the field was found. The thread rod was bent and stripped. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Therefore, unavailable for a physical evaluation. However, a photograph was provided. Upon visual inspection of the photograph, it was noted, that the handle shaft was broken from the main body. Several marks and signs of heavy use in the field was found. The thread rod was bent and stripped. The reported complaint was confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lps proximal femoral impactor/holder broken. No surgical delay or patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, it was noted that the handle shaft was broken from the main body. Several marks and signs of heavy use in the field was found. The thread rod was bent and stripped. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.